Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the device registered an alert for non-sustained right ventricular oversensing. It is possible the cause may have been myopotential oversensing. The low frequency attenuation filter was turned off. The patient condition is fine.